Event description:
The pt reported that in 2007, she woke up with a blood glucose reading of 50 mg/dl. She drank some juice and ate a banana and went back to sleep. She stated that a few hours later around 8:30am, she woke up and was feeling tired, so she called for help. She was taken to the emergency room where her blood glucose value was determined to be 500 mg/dl. She was treated with 5 different IV drips (pt was not sure what contents were). The pt reported that she was in the hospital until twelve days later. She reported that she did not feel that the device contributed to the event. She returned to pump therapy upon being discharged from the hospital. At the time of the call two days later, the pt stated that her blood glucose was 118 mg/dl and her device was working "fine". No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.